Event description:
The duett sealing device was deployed following an interventional procedure via a 5 fr sheath in the right common femoral artery. The duett deployment was unremarkable. Post-deployment the patient complained of pain, and a contralateral angiogram was performed and confirmed an occlusion. Treatment consisted of surgical intervention, a percutaneous thrombectomy, thrombolytic therapy and anticoagulation medication. In addition to the intervention, a fasciotomy of right leg was performed. The event was resolved and no further complications were reported. The patient was last reported to be in ICU and recovering.